Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic colectomy, hepatic flexure adenoma - "when activating the surgeon said he could see bubbles where the green shaft meets the metal jaw and near the hinge. He was concerned to use it where working close to the small bowel. The tissue was sticking to the jaw. He complained about having to clean it every 3 activations. Near the end of the case, the surgeon said the spring-loaded handle was starting to stick." Patient status - unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted eschar buildup on the jaws. During functional testing, engineering performed a trigger actuation test and the handle behaved normally. Engineering activated the device on porcine tissue (connective tissue, fat and muscle) and concluded that the device performed to specifications. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of the trigger being difficult to actuate cannot be confirmed as engineering could not replicate the event. The root cause of the bubbling near the shaft may be a result of the device being activated while the jaws were submerged in a pool of fluid. The instructions for use (IFU) warns the user against sealing when the jaws are surrounded by conductive fluid: "warning: prior to activating the device, remove any conductive fluid that is in contact with, or in close proximity to, the electrodes of the device. Conductive fluids (e.g. Blood, saline, water, etc.) Can transfer current and/or heat and cause potentially unintended tissue effects." The root cause of the tissue sticking may be a result of heavy eschar build up. The IFU indicates, for optimal performance, to keep the jaw surface clean: "use a gauze pad soaked with sterile water or saline to remove eschar." Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information rcvd 06june2016: omentum and ascending colon was being sealed when the tissue was sticking. Thickness/size of tissue varied. It appeared to be sticking for a while but he didn't mention it until near the later part of the case. He activated the handpiece 224 times during the case. Frequent sticking was observed, almost every time used. The sticking was continuous. I thought I saw it occurring with his regular graspers and thought it may be relative to the patient anatomy but the surgeon did not. There was continual bleeding in the omentum. Sticking was observed 'within the jaws'. Jaws of the device was cleaned often during the procedure. Surgeon did not notice an improvement if/when the jaws were cleaned. Unknown if blade lever was still engaged when the surgeon was attempting to unlatch the handle. Surgeon was able to unlatch the handle normally. Surgeon just mentioned prior to the last 2 activations that he thought the handle was sticking.